Manufacturer narrative:
H10: park mi-hyunyshin, byeong- seok (2009). Comparison between integral and detachable hemodialysis catheters: hemoglide vs. Hemosplit. Korean journal of radiology, 61:95-100. H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in an article in the journal "korean journal of radiology" titled, "comparison between integral and detachable hemodialysis catheters: hemoglide vs. Hemosplit", catheter malfunction in thirteen cases, catheter laceration in four cases, catheter replacement due to obstruction in nine cases, infection in three cases, upper extremity edema in two cases, swelling in five cases, one case of air embolism, two cases of there were venous hemorrhage, dysfunction due to obstruction of the catheter in six cases, two cases a large amount of fibrin envelop was observed. However, current status of the patients was unknown.